Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d4, d6b, g2, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d6a implant date: 2016 (year only received.).

Event description:
Physician reported baker grade IV for left side. The device has been explanted and replaced.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient reported left side capsular contracture, baker grade unknown. Physician reported baker grade IV for left side. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture was received on january 29, 2025, with lot number 2826823. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.